Event description:
A customer observed negatively biased acet results on the vitros 5,1 analyzer. Biased results were not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event concludes that the issue was confined to one level of quality control and one cartridge of acet slides. Pt sample results and the other level of quality control fluid were not affected. Replacing the acet slide cartridge produced expected acet results. The root cause of the event is unk.